Event description:
It was reported within approximately three weeks post implant that the patient presented to the emergency room (ER) with overt diaphragmatic stimulation. It was further reported that a chest x-ray showed the right atrial (ra) lead tip had pulled back into the superior vena cava. The patient had indicated that they had been grooming a dog and felt something change and that diaphragmatic stimulation had started shortly thereafter. The ra lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.